Manufacturer narrative:
One opened intrepid coax I/a in protector tray within in a box was received for the reported issue of failed to aspirate. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for occlusion/leakage testing in both the irrigation and aspiration pathways and was found to be conforming for both pathways. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming, therefore a handpiece that failed to aspirate as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The returned handpiece was manufactured to specifications. All handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic disposable irrigation aspiration angle failed to aspirate during surgery. The surgery was completed after replacing the product with another one. There's no patient harm.